Event description:
It has been reported that pt has been experiencing difficulties initiating a communication between the ipg and both the charging system and the pt programmer. The pt is currently without stimulation. Replacement external devices were used to no avail. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.